Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-18165. It was reported the patient's leads had fractured resulting in high impedances. The issue was confirmed via x-rays. As a result, surgical intervention may occur on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021 resolving the issue.